Event description:
It was reported the display on the physician programmer was frozen and was not responding. A couple of times a pump would go into a stopped pump mode while utilizing that programmer so the healthcare provider (hcp) would utilize the other programmer. A different programmer was used successfully each time. It was noted none of the patients were impacted by this issue. No further information was obtained and the type of drugs being delivered were not reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported upon device return, analysis of the physician programmer found the battery cover damaged and an unresponsive touch screen.

Manufacturer narrative:
Analysis of the physician programmer found the battery cover damaged and an unresponsive touch screen.

Manufacturer narrative:
Concomitant product: product ID 8840, serial # (B)(4), product type programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.